Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing common bile duct exploration operation under choledochoscope, the suture was opened and was intact. However, when the suture was put into the puncture sheath, the suture was broken in the sheath. There was no patient injury.